Event description:
It was reported that just a few days after the surgery, the patient suffered from an extreme ache in his scrotum, so a sonography was performed. In the us image, an echogenic area (about 62cc) which was indicative of hematoma was noticed around the pump. The infection was treated with oral antibiotics and irrigation with antibiotic .after the result of the pathology and confirmation of the infection, the doctor immediately decided to explant prosthesis as the physician indicated the infection was related to the implant as the patient was without previous problems.